Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600798 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device is misfiring as the clips are advanced. The patient's condition was reported as unknown.